Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a duplicate screen was not confirmed or reproduced during product evaluation. Baxter quality engineers were unable to confirm the customer reported problem and no other ancillary issues could be potentially identified as the reported complaint. No repairs were necessary. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed no previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a duplicate screen; this condition had the potential to interrupt delivery. It is unknown when this event occurred in the biomedical service department. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.